Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 487 mg/dl and a ketone level of 4.6 mmol/l. Customer alleged that pump was not delivering insulin. Multiple correction boluses were delivered and two supply changes were performed to address bg/ketones. Customer's bg/ketone did not lower resulting in a subsequent hospitalization. While at the hospital, customer reverted to manual injections to address bg/ketones. At the time of the report, the customer remained hospitalized.